Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flows, nausea/vomiting, dehydration, and pancreatitis. The low flows were said to have resolved with treatment. An extrinsic outflow graft obstruction was discovered during imaging.

Event description:
It was reported that the patient experienced low flows in the settings of nausea and vomiting and was diagnosed with pancreatitis. The low flows were said to have resolved with treatment. An extrinsic outflow graft obstruction was discovered during imaging. No intervention was performed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate (hm) 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.